Event description:
On 10-dec-2025 the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of approximately 40 mg/dl. The user was transported to the hospital by ems where the user was treated with oral glucose (e.g., juice, glucose tabs) and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hypoglycemia with weakness after continued use of the ilet prior to the event while receiving automated insulin delivery. This situation can result in acute low blood glucose requiring third-party intervention and is consistent with the observed ems response and emergency department treatment with oral glucose. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.